Manufacturer narrative:
H2) additional information was added to the event description. H3) the manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that at the time of the event they troubleshot and checked the line of sight, distance near/far (sometime if the camera is too near it will track the probe but not the biopsy needle, so the manufacturer representative (rep) asked the site to move the camera back but it still was not tracking.) They made sure that the lights were not interfering. They checked to make sure that the correct procedure was chosen, they booted down and then back up the system. They used a new needle and selected the instrument and it was showing no verification needed but the box was not highlighted in green as it would have been if it was tracking. However, because the camera successfully tracked the biopsy needle with the burr hole in a different trajectory, the rep believes the likely cause was due to poor angles. The issue has been resolved and the site has a number of successful biopsies since the issue occurred.

Manufacturer narrative:
The software analysis determined that because the camera successfully tracked the biopsy needle with the burr hole in a different trajectory, poor angle was the likely to be the cause of the reported issue. The issue has been resolved as a number of successful biopsies have been carried out since the issue occurred. They were unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Report source foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that mid thought they biopsy they couldn't track the needle. Troubleshooting included ensuring that the spheres were clean. Checking the tracking view. Unlocking and relock the trajectory. Finally a reboot. There was longer than an hour delay in the case. No impact on patient outcome. Additional information was received stating that troubleshooting did not resolve the issue they tried to move the camera back. The unlocked and relocked the target. Then they tried to reset the target. They removed and re-added the biopsy needle from the procedure. The site had already tried two separate biopsy needles. They booted out of the cranial software and went back into the application. The health care professional decided to change to a more specific target by using a new burr hole and they planned to freehand this. They tried to use the biopsy with navigus and it tracked successfully.